Event description:
Brush head broke and came apart in mouth; almost swallowed the blue brush part...brush head detached from the stem part - oral-b [device breakage]. Case narrative: consumer via chat reported that their oral-b sensitive care toothbrush head broke, detached from the oral-b genius 8000 toothbrush stem part, and came apart in their mouth. They almost swallowed the blue brush part. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.